Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, the first and the second firings were successful. At the third firing, they connected the adapter and checked the jaws opening/closing. Then the surgeon pushed the green firing mode button and pushed the blue button, however could not fire the device. Replaced by a new cartridge, the procedure was completed with no problem. The status of the patient is no problem.